Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported the device shut down while providing therapy. No patient harm reported. Patient information requested.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 29/aug/2018. Date received by manufacturer: 29/jul/2018. The device power supply was returned for evaluation. Visual inspection of the power supply revealed no evidence of damage or contamination. The part was installed in a test device to attempt to reproduce the failure. The test failed and the unit would not power on. Further testing showed a failed capacitor was not providing sufficient voltage to initialize power on.